Manufacturer narrative:
Findings: there was no button response due to flattened act keypad dome switch. We were unable to confirm motor error alarm due to keypad anomaly. However motor was tested outside of the device and passed motor test. There were minor scratches on the lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. Nothing further reported.